Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood (not obstructed) on the distal conductor.

Event description:
It was reported that during implant procedure of the right ventricular (rv) lead the impedance, threshold and sensing were found to be bad. Therefore the rv lead was repositioned several times, however the parameter were still bad. The rv lead was removed and examined and it was noted that it too thirty turns to both advance and retract the helix. Therefore the lead was replaced with a new lead. No patient complications have been reported as a result of this event.